Event description:
After the running 15-30 minutes, the monitor powered off and restarted automatically after 30-60 seconds without intervention by the anesthesiologist.manufacturer response (as per reporter) for monitor, physiological, kappa infinity xlt.the manufacturer replaced six of the monitors and reportedly was unable to identify the problem. The stability of the software was in question.